Manufacturer narrative:
The event date is unknown in 2020. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, neither of the two (2) speed compression plate, one (1) speed compression implant sizing guide, one (1) speed drill kit after they were deployed from the inserter the legs stayed straight and did not compress at all. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. Concomitant device reported: unknown insertion (part # unknown, lot # unknown, quantity # 1). This complaint involves two (2) devices. This is 2 of 2 for report (B)(4).